Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. There was no motor error alarm on the device. The motor passed the motor test. The insulin pump was received with cracked case on the display window corners, scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was 100 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised the insulin pump was exposed to a high magnetic field via airport body scanners for several years. Customer's insulin pump alerted no reservoir when performed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.